Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead may have exhibited a failure to perform within normal limits. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this lead remains actively in service. As new information becomes available, this report will be further updated and evaluated.